Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that ventilation volume had temporarily almost got to zero. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. It was reported that the ventilation volume displayed had temporarily almost got to zero. It was alleged that the displayed value might have been an error. The unit was running the next day, but the reported issue was not duplicated. Device evaluation and repair are pending.

Manufacturer narrative:
H10: the reported issue was unable to be duplicated. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI.